Event description:
It was reported that during central processing, the force bipolar instrument was observed to have a broken conductor wire (black). The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis (fa). Fa was not able to confirm or reproduce the reported complaint. The instrument was tested on an in-house system. The instrument passed the recognition and the engagement tests. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. No conductor wire damage was observed. Additional observation(s) not reported by site: the instrument was found to have a frayed grip cable at the distal end. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no conductor wire damage during testing. Furthermore, the probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.